Event description:
It was reported that during implant the pump would not inflate completely with an inflatable penile prosthesis (ipp). The ipp lgx was removed from the patient and a new cx ipp was implanted. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that during implant the pump would not inflate completely with an inflatable penile prosthesis (ipp). The ipp lgx was removed from the patient and a new cx ipp was implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: malfunction was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders and pump performed within specifications. The returned device met specifications and the product record review revealed no additional information related to the complaint, an overall investigation conclusion code of no problem detected was chosen as the device problem cannot be confirmed. As the reported problem could not be confirmed, the event cannot be reproduced or substantiated; no escalation to ncep, CAPA, or scar is required.